Event description:
It was reported by service report that the siderail would not latch/lock due to a damaged spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.